Manufacturer narrative:
A device history record review was completed for provided material number 307727 and lot number 2306139. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility. Through evaluation of the retained samples, no signs of defect could be identified. Based on the investigation results, an exact cause could not be determined for this reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see narrative below.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe plunger rod damaged causing leakage. The following information was provided by the initial reporter, translated from french to english: 2ml syringes with green plunger bd emerald ref:307727, lot: 2306139, have a problem with the plunger. It detaches and leaks.